Manufacturer narrative:
Date of event has been estimated. Date of implant has been estimated. The device was not returned for evaluation as the stent remains in the patient. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. A conclusive cause for the reported patient effects of myocardial infarction, stenosis and thrombosis, and the relationship to the product, if any, cannot be determined. The reported patient effects of myocardial infarction, thrombosis, and stenosis are listed in the xience v everolimus eluting coronary stent systems instructions for use as a known patient effects of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. The patient deaths referenced are filed under a separate medwatch report.

Event description:
It was reported through a research article identifying xience v stents that may be related to serious injuries. Specific patient information is documented as unknown. Details are listed in the attached article, titled, "long-term impact of diabetes in patients with st-segment elevation myocardial infarction: insights from the examination randomized trial".

Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.